Manufacturer narrative:
The pod was received fully deployed. Attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. The microchip was observed to be cracked and dislocated from the pcb. Both the top and bottom housing were cracked. The reservoir cap was deformed. Ratchet gear teeth were crushed. The threads at the base the lead screw were filled in and lacked depth. Corrosion was noted on the tube nut. The formed needle had a blockage. Resistance was felt when manually rotating the ratchet gear and the plunger did not seem to be lowering as the ratchet gear was turned. Fluid did not flow freely through the complete fluid path. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose levels rose to 380 mg/dl. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the abdomen.